Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the electrode was too short. Customer cannot recall their blood glucose reading. Troubleshooting was performed. Customer also reported change sensor alert. Customer had removed the sensor from their body. Sensor will not be returning for analysis.